Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (method codes). H11: corrected data: corrected section h6 (results code).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the edwards prima plus stentless bioprosthesis model 2500p is indicated for patients who require replacement of their native or prosthetic aortic valve using the subcoronary implantation technique.¿ in addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the edwards prima plus stentless bioprosthesis model 2500p has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that this patient with a 21mm 2500p aortic porcine valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, three (3) months due to due to thickened leaflet, mild aortic stenosis, and +1 aortic insufficiency. The tpvr was performed with a 23mm 9600tfx transcatheter valve successfully. There were no complications with the procedure and the patient was transferred to the ICU in stable condition. The patient was discharged home on pod #1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.